Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely depressed sodium results while using the architct c4000 analyzer ict module. The following data was provided. The customer uses 135 to 145 mmol/l. (B)(6) initial 101 mmol/l, repeat less than 100 mmol/l, another repeat was within the normal range however no specific value provided. (B)(6) initial 109 mmol/l, repeat less than 100 mmol/l, another repeat was within the normal range however no specific value provided. (B)(6) initial repeat less than 100 mmol/l, repeat 112 mmol/l, repeat using another analyzer 143 mmol/l. Per the product package insert, the serum or plasma reportable range for sodium is 100 to 200 mmol/l. Values reported as less than 100 were flagged with less than sign. This flag warns the operator that the result is outside the dynamic or linear range of the assay. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account and found leakage from the ict aspiration syringe and discolored tubing on the analyzer. The fsr replaced the tubing [part 7-205555-01 tbg, ict mod to ict asp pump 11 nc] and syringe [part 09d41-03 alnty c-series 1 ml syr] and these parts were considered the likely cause of the issue. The fsr cleaned the wash cups and cuvette washer assembly and replaced the cuvette wash pump bellows and poppet valves. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through parts replacement and cleaning of parts. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.